Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. No other actions had been taken to resolve the issue and the pump was still in the patient and not attached to a catheter. The issue was not resolved. The patient¿s body weight at the time of the event was unavailable.

Event description:
Additional information was received from a company representative. The person who initially reported the event to the company representative was indicated as having been unknown / unavailable. The catheter serial numbers of the three catheter devices with no cerebrospinal fluid backflow that had been used were clarified. Regarding the model 8780 catheter (serial number: (B)(6)) that was explanted, it was noted that this device had been destroyed. The company representative had saved it at the back table, but when they were helping the physician a nurse had cleaned up and threw out the catheters the company representative had saved. Regarding the previous report of an unsuccessful catheter dye study, it was clarified that the dye study was successful on the catheter that they performed it on, but they were not sure which catheter it was. The cause of the no csf backflow and inability to aspirate all catheters was not determined, but further noted that maybe the patient had low csf flow. There were no known external/environmental/patient factors that may have caused or contributed to the event. The issue was not yet resolved. The patient¿s parents were thinking it over and deciding if they wanted to put a new catheter in or take it all out. The information was noted as having been confirmed with the physician/account.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6)2021 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2016-10-03, UDI#: (B)(4) product ID: 8780, serial/lot #: (B)(6), ubd: 2022-08-15, UDI#: (B)(4) product ID: 8780, serial/lot #: (B)(6), ubd: 2023-01-14, UDI#: (B)(4) product ID: 8780, serial/lot #: (B)(6), ubd: 2023-03-17, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: ne u_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2016, UDI#: (B)(4). Product ID: neu_unknown_cath, serial/lot #: unknown, ubd: 03-oct-2016, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 1026.8 mcg/day) via an implantable pump for intractable spasticity. It was reported that the rep was at a normal pump replacement on the date of this report. It as noted that when she went to surgery they opened up the patient's pump pocket and the patient had no cerebrospinal fluid (csf) backflow. Doctor decided to cut the spinal segment to see if they would see a csf backflow and there was no backflow. The doctor decided to implant a new catheter completely. It was reported the doctor was unsuccessful for csf backflow on the three catheters. It was noted the doctor kept trying new catheters to see if he could get csf backflow and confirmed the doctor used over three catheters and all three were negative to csf backflow. A dye study was completed which then showed that the patient was getting the therapy but the csf backflow was not coming through the catheter. They tried to aspirate from the catheter and was unsuccessful. It was noted that tomorrow, (B)(6) 2021 they were going to revise the catheter again. They did implant the patient's new pump but set the pump to minimum rate since was not connected to a catheter. It was also reported they would be doing a laminectomy and they were confident that they would be able to get csf backflow on (B)(6) 2021.